Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument, and the user installed tip accessory. The broken piece was not returned and measured approximately 1.40m x 2.47mm in size. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single port monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, reinstalling and tip replacement of monopolar curved scissors occurred repeatedly. After the end of the operation, the same error continued to occur when checked by the engineer in charge, and the gray plastic part of the tip was found to be damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved after the drape was reinstalled. The instrument was subjected to repeated reinstallation and tip replacement due to error messages continuously appearing. No issue was noted with functionality of mcs instrument. The damage was observed on the gray area of mcs. However, the damage did not result in any fragmentation. The ¿reinstall¿ & ¿replace the tip¿ error was noted which kept occurring continuously. The instrument / accessory was inspected prior to use with no noted damage.